Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. Reportedly, the upper left edge of the screen was shattered, and the screen was covered in multiple colored lines. The customer was unable to interact with the pump. The customer's blood glucose level was 153 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.